Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left sided discomfort. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent primary breast augmentation with a 480cc mentor memorygel breast implants experienced right sided rupture and left sided discomfort post procedure. As a result, the patient underwent implant replacement with mentor gel on (B)(6) 2021. The procedure was originally done for what was thought to be left sided capsular contracture, however, no issue was discovered with the left side during surgery. The cause of the discomfort in that breast is unknown. However, during the surgery the right side was discovered to be ruptured. The left sided event was reported initially under 1645337-2021-06203 on (B)(6) 2021. On (B)(6) 2021 mentor received additional information and initial awareness of bilateral issues. This report relates to the right prosthesis.

Manufacturer narrative:
The investigation of the impacted product was received by the failure analysis lab on august 23, 2021. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured and received in four parts. A microscopic examination was performed, and the cause of the tear could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause the implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).